Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and the nurse. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011 to (B)(6) 2011 for the event. The cause of peritonitis was unknown. Treatment included unspecified antibiotics. The patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. The nurse stated the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers 11b10h25, 11a19h25 and 11c23h25 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.